Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had an informational power on reset message for the stimulator on the right side. Therapy had stopped due to the power on reset which was seen when the patient was doing a check. The patient noted she had gone through airport security recently. Troubleshooting reviewed how to clear the power on reset message and the patient was able to successfully clear it. The issue was resolved with troubleshooting. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 patltr (con): no new information. (Weight provided)